Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The consumer reported that the patient had not had therapeutic effect since being implanted, reporting that the patient¿s loss of bowel control had not been helped at all and he had to use pads. The consumer reported that the patient had not felt stimulation since being implanted and was currently running an amplitude of 8.0v. The consumer reported that they thought the patient should not have been implanted with the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.